Manufacturer narrative:
The following other devices were also listed in this report: tri ts femur sz4 left; cat# 5512-f-401; lot# iwvm, triathlon femoral distal augment 10mm; cat# 5541-a-401; lot# mtbn, triathlon femoral distal augment 10mm; cat# 5541-a-401; lot# kyyy, triathlon cemented stem-12mm x 150mm; cat# 5560-s-312; m9c28j, tri ts baseplate size 4; cat# 5521-b-400; nfgkd, tri lm/rl tib aug sz4 10mm; cat# 5546-a-401; lot#; er8nf3h, tri rm/ll tib aug sz4 10mm, sho; cat# 5546-a-402; lot# er8nf7a, triathlon stem extender 50mm; cat# 5571-s-050; lot# mnht11, triathlon cemented stem-9mm x 150mm; cat# 5560-s-309; lot# m8e1k, triathlon asymmetric x3 patella; cat# 5551-g-299; lot# jvml. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised poly in patient's left knee due to infection.

Manufacturer narrative:
An event regarding a second revision due to infection involving a triathlon ts insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised poly in patient's left knee due to infection.